Event description:
It was reported that the pump shut off unexpectedly several times. There was no reported impact to customer's blood glucose. Customer was instructed to reset the pump, resolving the issue and the customer continued to use the pump for insulin therapy.